Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending (lad) artery and also a de novo lesion in the right coronary artery(rca), both with moderate calcification and moderate tortuosity. A 2.75 x 15mm xience prime stent delivery system (sds) was advanced to the lad, and the stent was deployed. Also, a 2.75 x 18mm xience prime (sds) was advanced to the rca, and the stent was deployed. However, proximal edge dissections were observed from both stents. Both dissections were treated with a 2.75x12 mm and a 2.75x15 xience prime stents, ending the procedure. There was no clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience prime device referenced is filed under a separate medwatch report number.